Event description:
This event was reported as valve explanted after one year and four months due to one leaflet folded over and would not coapt properly, as seen on echo. No further info was provided.